Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalized low blood glucose readings. The customer's blood glucose reading was 36 mg/dl. The customer stated that he passed out and was hospitalized for two days. The customer was not involved in a vehicle accident while wearing the pump. The customer was advised to call back.